Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced an inappropriate shock while brushing their teeth. Technical services (ts) noted it appeared to be electromagnetic interference (emi) and had large railing noise. Ts recommended trying to reproduce and consider an x ray. This electrode remains in service. No adverse patient effects were reported.